Event description:
It was reported via repair work order that there was reduced brake force due to broken caster stems and a broken hex screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.